Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an "iab disconnect" alarm several times while the catheter was still connected. All connections were reported to be secure and there was no indication of a leak. At the time, the customer was working on getting another console to swap over to at which time the iabp unit would then be sent to the customer's biomed for evaluation. There was no patient harm and no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer's biomedical engineer reported that the iabp unit was never sent to the biomed department, and that they had asked the ICU managers and they said the iabp unit was working properly.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an "iab disconnect" alarm several times while the catheter was still connected. All connections were reported to be secure and there was no indication of a leak. At the time, the customer was working on getting another console to swap over to at which time the iabp unit would then be sent to the customer's biomed for evaluation. There was no patient harm and no adverse event reported.